Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue wasn't resolved at the time of the patient's letter. The patient said it took 12 hours to recharge the device to 3/4 power. The patient never got it to full power because it overheated. The device was going to be replaced with a non-rechargeable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2018-feb-16 reporting that the patient had made an appointment with their hcp. The patient was scheduled to replace the implantable neurostimulator (ins). The issue was reported to be resolved. The cause of the heating while recharged remained unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient reported that they used to be able to choose between groups a and b and increase or decrease the stimulation, but now they are only able to use group a. The patient reported that they had a fall on (B)(6) 2017 and had a mini stroke (unrelated to the device). The patient also reported that they feel burning at the ins site when they charge since (B)(6) 2017. The patient felt that the ins was too close to the surface, but their healthcare provider (hcp) did not think so. The patient reported that this started gradually and that they used to be able to sit through the burning, but now they could only charge for a short time. The patient also noted that they lost (B)(6) over 4 months due to an unrelated stomach infection. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported the cause of the heating while recharging was unknown. It was unknown to what extent the system failed. Interrogation was not possible because the ins was drained. The patient would make an appointment with the hcp office. The heating while recharging was not yet resolved. No further complications were reported.